Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks for over the past five days. Moreover, the ninety timer to battery capacity depletion started. Boston scientific technical services (ts) then explained the crt-d behavior. Further, this crt-d was explanted. No additional adverse patient effects were reported.